Manufacturer narrative:
The sample will not be returned. A follow-up report will be filed if more information becomes available.

Event description:
It was reported, during a declot procedure, the basket became "stuck" at the venous anastomosis. The physician attempted to "pull" it and the basket of the ptd detached from the catheter. He then tried to snare the basket without success. A dialysis catheter was placed and the basket was deemed stable so the patient was sent to dialysis. Three days later, the patient was sent to surgery to have the basket removed.